Manufacturer narrative:
Review of the provided data logs found that the purge system was deaired at 10:34 on (B)(6) 2021. The pump was then unplugged from the console at 11:30 on (B)(6) 2021. The pump was reconnected at 11:38 and unplugged again at 11:55. The data logs did not indicate any issues with the pump or purge that would have contributed to the reported air in the left ventricle. Evaluation of the returned impella pump found a kink in the cannula proximal to the outflow cage along with several catheter kinks distal to the pump house. The pump was run in the lab and no alarms or leaks were noted. There was no damage to the device that would have contributed to the reported air in the left ventricle. The root cause of the reported air in the left ventricle was most likely due to the hole found in the patient's left atrial appendage; however, the root cause of the hole in the left atrial appendage was most likely related to guidewire use.

Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted. Repositioning sheath wired, pump removed and exchanged for a fresh 14fr sheath, upon removal of the pump, a hole was found in the left atrial appendage, and the physician had to repair it during surgery.